Event description:
Information was received from a patient reporting that they were charging too frequently and their ins was always depleting whether on or off but depletes faster when on and depends with usage. It is noted that the patient recently reprogrammed their device and had the parameters increased. No patient symptoms were reported.

Manufacturer narrative:
Due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes no longer apply to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that in (B)(6)2016, their ins stopped working. The ins had lasted maybe half a year. It was explained that they would rarely get up to 8 coupling bars and the ins would not charge, even after trying sticky patches and a recharging belt. The patient had gone to their doctor and saw a manufacturer representative (rep), who was able to turn the ins back on and get it charging. The patient had gone home to recharge it for 6-8 hours, and since then the ins would not charge. The patient was seeking to have the ins replaced. Additionally, it was noted that the patient requested verbal information regarding deep brain stimulation for parkinsons, epilepsy and depression because they were unable to hold a mouse and has trouble typing with spasticity and using the computer. Information was reviewed along with links to websites that could provi de the patient with information regarding their request. It was noted the patient did not have a doctor, so physician listings were also sent to the patient because the patient wants the ins replaced and they were in need of a doctor. No further complications were reported or anticipated.

Event description:
Additional information received. Patient reported an extremely hard time recharging their ins. Pt stated that they would sit in a chair and use the adhesive discs to try and get the best coupling when recharging the ins, however they would be lucky if they got up to 3 or 4 coupling bars filled in while recharging the ins. Pt stated that they also used the belt while recharging the ins, however the belt kept popping off, so they tried using ace bandages however they still couldn't get the insr antenna to stay in place while recharging the ins. Pt stated that they were not "grossly overweight" and that they also tried using a back support belt while recharging the ins. Pt stated that while recharging the ins, they would be sitting still all the time, however they could see on the insr screen that the charging connection would change when they would cough, talk or laugh. Pt stated that they didn't think the ins lasted even a year and that they were extremely disappointed. Pt stated that the ins worked good and blocked the pain with the high d ensity programming, however had they known that they were going to have such difficulty recharging the ins, they would've never gotten a rechargeable ins. Pt stated that their previous in lasted approximately over 7 years and that the ins was still running, however it wasn't working very well since the ins battery was very low. Pt inquired about current non-rechargeable implants and their longevity and model numbers; pss reviewed requested information with the pt and pss also advised the pt that non-rechargeable implant longevity is based on settings/usage. Pt then stated that they had their first rechargeable ins implanted in march or may of 2015 (pss understood that the pt was speaking of (B)(6) 97714 ins implanted on 3/11/2015) and that apparently the leads were busted or broken so they had to go back in in october 2015 and have the leads replaced. Pt then inquired about ps hours; pss reviewed requested information with the pt. Pt stated that they wanted pss to send a message to it as they stated that they had been on the phone for an hour and 37 minutes and 30 seconds trying to get ahold of someone, so it was absurd and ridiculous that it took that long for them to get through to someone. Pt then asked why the intellis ins was a smaller battery capacity instead of a bigger battery capacity as they had reported their issue to mdt and the FDA; pss reviewed requested information with the pt; cmf was not working for pss to pull up the pt's information, sopss was unable to search for previously reported events in cmf. Pt then stated that if they saw anyone in pain and told them to get a scs device or pump, they would tell them not to get a rechargeable ins. Pt stated that they had a vns device before and that theydidn't have near as much problem with recharging that device than they did with the 97714 ins. Pt then stated that they would never get another ins. Pt inquired about dbs and vns devices; pss redirected pt and offered to warm transfer the pt and pt just wanted the phone number, so pss provided pt with ps phone number. Pt also wanted the pt registration phone number; pss reviewed requested information with the pt. Pt wanted to get a new mdt ID card, so pss warm transferred pt to registration for further assistance. Due to nature of the call with the pt being upset, pss did not ask for further information. **omitted information regarding leads being replaced captured in (B)(4).

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient stopped using the spinal cord stimulation in 2016 because of the implantable neurostimulator taking a long time to charge and frequent recharging. The patient noted that the spinal cord stimulation had stopped working in 2016 because they had allowed the battery to deplete. The patient noted that they stopped using the spinal cord stimulation in 2016 because they had tried getting it to charge, but they could not. The patient noted that their pain level had increased greatly since 2016 and is trying to get another spinal cord stimulation device implanted. They have since been diagnosed with diabetic neuropathy which the patient noted the spinal cord stimulation was not expected to help. The patient has x-rays and a CT scheduled for (B)(6) 2021. The patient noted that they may not be able to get the CT scan or x-rays because something was "messed up." However, clarification of if the "messed up" was related to the spinal cord stimulation device or therapy. The patient thought that they had two spinal cord stimulation devices in their body; however, they were recently told that they only had one spinal cord stimulation device in their body according to device registration.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H10. The date that the manufacturer received the information in supplemental report 007 is 2021-aug-30, not 2021-sep-30. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that the neurostimulator (ins) was ¿dead¿, ¿won't charge¿ and ¿won't turn on.¿ the patient was extremely displeased with stimulation. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that patient was looking for information on different stimulators that he does not have to recharge. It was reported that patient did not know doctor was going to put a rechargeable implant in. Patient was set on hd settings. If patient arched back or moved a certain way, he could feel the stimulation a little more but he did not mind that . Patient knew that would happen. Patient has had non-rechargeable devices before and they lasted a long time. In 2015, patient went to (B)(6) and the airport lost luggage, including recharger. Patient did not realize he had to charge up implant right away. Ever since implant, patient has been on hd and had to charge , at least every 10-12 hours. Patient could not keep ins charged up. In 2016, patient's device went dead and their hcp knew about it. In 2017, patient had to quit work because pain was so bad. Patient does not see the hcp anymore. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the stimulator requires extensive long term charging, an abnormal amount of charging. Had patient known that, he would never have gotten this type of stimulator put in. Sometimes it took over 14-18 hours to charge this thing up nothing resolved the issue. It was reported that the circumstances that lead to charging too frequently/charging issues/device dead/pain, was that hcp used the hd program and the battery in that unit is not big enough. The battery power was totally not adequate it was not enough. The steps taken to resolve the charging issue was patient trying to charge it all the time, he slept with it on, he would be at work with it on, when riding in the car he would have the thing on him, he could not keep the thing charged up enough because of the hd program hcp had in there. Patient stated that the hcp thought it was the best program for him and by that time, if patient had gone back to him. The batteries were dead now, the stimulators are no good. They have not worked over a year because patient could not charge the batteries up fast enough. The batteries just went bad, because they got locked up. The rep came in and did some other thing to it and patient had to charge it up and turn it completely off and try to charge it up and it would not charge because the batteries are inadequate for that type of hd program. The charging too frequently issue was not resolved because the device is dead because the batteries are dead, the device has to be replaced, so his pain level is the same or actually it is worse now. Patient was not working with the current hcp for any resolution. Patient asked that no more inquiries or information requests be sent to them or their hcp, ever. Patient was considering other manufacturer devices moving forward. Patient was trying to get his ins replaced with another hcp. Patient declined to provide hcp and weight information. Patient restated their dissatisfaction with their hcp, the limited information provided to patient by their hcp about the devices that were to be implanted, and their current device and stated that this model they had because it is crap. No further complications were reported/anticipated.